Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her battery pack. The patient's download revealed multiple battery charger faults. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. As received, the battery would not charge. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.